Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damage. Imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the balloon broke and had a hole. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. O further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the balloon broke and had a hole. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damage. Imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had pinhole in the balloon located approximately at 84 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. On the other hand, the reported event of balloon damage could not be confirmed. No additional findings were identified beyond the confirmed pinhole. Therefore, the most probable root cause is an adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.